Manufacturer narrative:
Reference: (B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It has been reported that during a high tibial osteotomy procedure, a drill bit fractured while being used to insert the final screw. The fragment of drill bit remains in the patients bone. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow is being submitted to relay additional information. Updated: device manufacture date: updated 01 oct 2018, (B)(4). Complaint sample was evaluated and the reported event was confirmed. Device made to specification, no rework or deviations found in the DHR. Risk management file review was deemed appropriate. Root cause unable to be determined. No recent design changes. The drill had been used previously and that may have contributed to the reported failure.